Event description:
International customer reports that the tip of the needle broke after several passes through tissue. No adverse pt consequences were reported.

Manufacturer narrative:
The actual needle was returned for eval. The needle was visually examined. Marks from surgical instrumentation are seen at the fracture point. The needle shows signs that the needle was bent up and twisted prior to fracture. No material or manufacturing non-conformances were identified. Conclusion code: user error caused the event. The product insert cautions the user to avoid damaging needle points and swage areas, grasp the needle in an area one-third to one-half of the distance from the swaged end to the point. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: aj8gcbm0, mfg: 08/01/2008, exp: 12/31/2013. Lot: ag8lmqm0, mfg: 06/01/2008, exp 06/30/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.